Manufacturer narrative:
Returned product evaluation found the lens returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Measurement of the hydration found moisture content on a high level; but not exceeding limits. The overall lens diameter was then found out of tolerance. The lens sn: (B)(4) was a 13.2mm implantable lens that is 0.23mm larger than the theoretical; the tolerance is +/-0.20mm. Since the work order search did not find additional similar errors to this complaint event, it can be concluded that the oos condition is not likely due to manufacturing or packaging. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.0 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted due to excessive vault and significant reduction of irido-corneal angles (ica).